Event description:
The handle of the wrench cracked all the way up while removing a nut during a case. Because of the damage to the handle and the pin was not returned for evaluation this complaint is indeterminate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and not implanted/explanted. The device history records were reviewed and no issues were found during manufacture that would contribute to the complaint condition. A manufacturing evaluation was completed: one socket wrench for 12pt nut was returned for evaluation. The dowel pin that retains the handle to the shaft is broken off in the shaft and the piece of dowel pin that broke off was not returned. There is a crack in the center of the handle approximately 45mm in length that starts where the shaft enters the handle and ends just past the dowel pin hole. There is also wear on the surfaces from use. The handle is made from a non metalic material that does not require hardness. The relevant features on the handle and pin are not able to be checked due to the damage to the handle and pin. Because of the damage to the handle and the pin was not returned for evaluation this complaint is indeterminate. A product development event evaluation was completed: the dual-opening universal spinal system (uss) is designed to achieve scoliosis deformity correction. The reported 11mm 12-point wrench (388.159) is part of this system. The applicable technique guide (B)(4) for the dual-opening universal spinal system (uss) was reviewed. Independent anchorage of hooks and/or screws to the spine and independent rod positioning are used. Hooks are placed in the desired location, the screws are inserted and rod is cut, contoured and aligned to hooks and screws, then collars capture the rod and 12-point nuts ((B)(4)) are applied to secure the construct. For the application of the collars and nuts, a holding sleeve (388.162) is assembled to the handle socket wrench (388.159), the collars and nuts (stacked) are loaded into the assembly by placing the wrench on top and then the holding sleeve is advance to engage the collar, the instrument is placed over the head of the implant and seat both the collar and the nut. The nut is then tightened using the socket wrench. If required, then distraction and compression is completed. Final construct tightening is then performed using the torque indicator (388.134) and a socket adapter (388.160) for the indicator; both are used with the 4mm hex driver shaft (388.337) and ratchet handle (388.653) to apply counter-torque. The torque indicator wrench deflects to indicate the desired torque. Recommended tightening is from 10 nm to 12 nm and the indicator is calibrated to 12 nm. The 11mm 12-point wrench 388.159 was received damaged; the handle is cracked in two sides approximately from the dowel pin hole-area to the shaft. Additionally, the dowel pin that retains the handle to the shaft is broken off and the dowel was not received. No evident material anomalies can be detected in the cracked surfaces. The involved lot #4439674 of part 388.159 was made on (B)(4) 2002 and it is over eleven (11) years old. It is possible that repeated exposure to high temperature sterilization cycles contribute to make the handle material brittle however no additional information or further testing material has been conducted to rule out this potential contributing source. Also it is likely that a side load condition contributed to cause the confirmed damage condition. The applicable top level and associated drawings of related components ((B)(4)) were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for each successful instrument design. The instruments are dimensioned properly and were found to be adequate for their intended use. It is determined that each instrument design is suitable for its intended use and it is it is unknown further details on how the instruments were actually used to rule out other potential sources that could contribute to cause the reported conditions. The disposition for this complaint from a design perspective is indeterminate. Device used for treatment not diagnosis. Placeholder.